Manufacturer narrative:
This report is related to report numbers 3004939290-2023-03475 and 3004939290-2023-03476. After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h2, h3, h6, and h10. Sterile devices have been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional testing. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the shaft of a 5f mynx control vascular closure devices (vcds) was already flowered when coming out of the package and therefore, the sealant was exposed and the device wouldn't enter the sheath. A second 5f mynx control vcd was opened and when the user would deflate the balloon, it would inflate automatically. A third 5f mynx control vcd was opened and the same issue with the balloon as the second device occurred. This device also had the 'plug line" split. However, in this instance, the user was able to deflate the balloon and use was attempted but hemostasis was lost immediately and the procedure was completed with manual compression. There was no reported patient injury. The user is mynx trained. A 6f non cordis sheath was used. The balloons were prepped with 50/50 contrast. The balloons were not inverted. The three used devices were discarded, and three boxes of unused devices will be returned for evaluation. Thirty (30) sterile unused mynx control 5f devices from the same lot as the devices in the complaint were received for evaluation inside of their original boxes and sealed packages. Per sample size procedure, the sample size was determined as 3 units. During the visual inspection, the 3 units were reviewed and were found with no anomalies. The sealants remained in their manufactured positions fully covered by the sealant sleeves, and no damages were observed to the sealant sleeves. In addition, the balloons of the units were found fully deflated. A dimensional analysis was performed to verify the slit length measurements against the specification. Dimensional analysis results were found within specification. Per functional analysis, inflation/deflation tests were performed on the balloon of the returned device, and during this evaluation, the balloon was fully inflated, and pressure was maintained. The balloon was able to be inflated/deflated with proper functioning of the inflation indicator as intended per the mynx control IFU. In addition, simulated deployment tests were performed on the returned devices per the mynx control IFU, step 2: deploy sealant. Button 1 was able to be depressed to deploy the sealant with no resistance felt. No issues were noted with respect to button 1 deployment during the device failure investigation. The returned device performed as intended per the mynx control IFU. Button #2 was able to be fully depressed, and no issues were noted with respect to button 2. Per microscopic analysis, visual inspection at high magnification showed that the balloons of the returned devices maintained the pressure and could be fully deflated; and the sealants remained in their manufactured positions fully covered by the sealant sleeves with no damages observed to the sealant sleeves. The reported events of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿, ¿mynx control system-deployment difficulty-premature¿, ¿balloon-deflation difficulty¿, and ¿sealant-inability to achieve hemostasis¿ could not be confirmed as the complaint devices were not returned for analysis. Additionally, the events were not confirmed during analysis of the sterile units received from the same lot. The exact cause of the issues experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analyses, it is not possible to determine what factors may have contributed to the issues experienced by the customer, especially since there were no issues noted during analysis of the sterile devices. However, procedural/handling factors are likely. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. It should also be noted that viscous contrast solution might cause difficulties when inflating/deflating the balloon and/or delay the balloon¿s inflation/deflation time. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ also included in the IFU, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ neither the product analyses of the sterile device, nor the information available for review suggest that the reported issues could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, the shaft of a 5f mynx control vascular closure devices (vcds) was already flowered when coming out of the package and therefore, the sealant was exposed and the device wouldn't enter the sheath. A second 5f mynx control vcd was opened and when the user would deflate the balloon, it would inflate automatically. A third 5f mynx control vcd was opened and the same issue with the balloon as the second device occurred. This device also had the 'plug line" split. However, in this instance, the user was able to deflate the balloon and use was attempted but hemostasis was lost immediately and the procedure was completed with manual compression. There was no reported patient injury. The user is mynx trained. A 6f non cordis sheath was used. The balloons were prepped with 50/50 contrast. The balloons were not inverted. The three used devices were discarded, and three boxes of unused devices will be returned for evaluation.

Manufacturer narrative:
This report is related to report #3004939290-2023-03475 and 3004939290-2023-03476. This device is reported to not be available for analysis and no device has been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.